Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 3 states, "pain and/or loss of function." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 5 MDR's filed for the same event (reference 1825034-2014-00640 / 00644).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges the need for future revision due to a nickel, cobalt and titanium allergy, pain, swelling, psoriasis and lung infection. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 MDR's filed for the same event (reference 1825034-2014-00640 / 00644 & 07498).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a nickel, cobalt and titanium allergy, pain, immobility, swelling, psoriasis and lung infection. The modular head was removed and replaced. Patient further alleges currently experiencing pain, immobility and declining health. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a nickel, cobalt and titanium allergy, pain, swelling, psoriasis and lung infection. The modular head was removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.